Event description:
It was reported that this right atrial lead was explanted and replaced due to pacing inhibition and high impedance measurements out-of-range. This lead is not expected to be returned and no additional adverse patient effects were reported.